Event description:
It was reported that the programmer would not boot up; it was frozen. The programmer has been returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis not able to confirm the reported event; programmer powered up without an error and was power cycled 10 times without a boot up issue. Analysis found the programmer failed chart recorder test due to the printer drawer gear teeth are broken and printer will only print if drawer is pressed tightly to programmer and is noisy. Analysis also found the system fan is noisy and the stylus tip is separating form main pen body. (B)(4).